Event description:
It was reported that when going to lateral on the 9800 system, intermittently the image would white out and go to black. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Checked both lateral and ap. However, as a preventative measure replaced hv cable assembly and battery. The system was tested and found to be working as intended and placed back into service.